Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on the fenestrated bipolar forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. Failure analysis investigation also found that one instrument grip was bent, causing side-to-side misalignment of the grips. There was a .029 offset at the tips, indicating overloading at the tip. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however the likely cause of the bending was overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.